Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the mid lad. Approximately 5 months post index procedure, the patient suffered from angina. Stent thrombosis was confirmed by angio for the mdt stent used during the index procedure. The event was treated with a pci. The patient recovered. The investigator reported that the event is possibly related to the device but not related to the anti platelet medication.

Manufacturer narrative:
Cec adjudicated stent thrombosis as not an event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the revascularisation two stents were implanted into the lad. Cec adjudicated the revascularisation as a tlr pci that was not clinically driven. Medical history also includes previous chf. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated a stent thrombosis event. Cec adjudicated the revascularization or mi of the lad as a non event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient also has a medical history of ventricular fibrillation and cad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: sponsor assessed the event as possibly related to index device and not related to antiplatelets medication. If information is provided in the future, a supplemental report will be issued.